Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 302 mg/dl with increased thirst, urination, and drowsiness associated with multiple loss of prime warnings. The pump was reviewed with the reporter related to the issue. The reporter indicated that the pump had alarmed for an auto off alarm which could cause the multiple loss of prime warnings if the prime steps were not performed. This report is made based on the allegation that the patient experienced hyperglycemia associated with incomplete prime steps.